Event description:
The patient stated that she has received multiple lost sensor alarms during the night. The patient also had a situation where she received a low bg alert of 43 mg/dl, but her actual bg reading was 200 mg/dl. The patient calibrates about three times a day. Advised to try calibrating four times a day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.